Manufacturer narrative:
The device was not returned to cardinal health for evaluation. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The review of the lot history record (f1620905) indicated that the mynx device lot met all product specifications, including quality control acceptance criteria and sterilization prior to shipment. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. However, it was reported that the device was used in conjunction with an 8f procedural sheath. Additionally, the patient was considered to be at high bleeding risk with an act of 250 seconds. It should be noted that per the instructions for use (IFU) all mynx product family of devices were indicated for femoral arterial closure following a diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath (not 8f). Additionally, high risk patients that have been anticoagulated and have a high act may be at a higher risk for bleeding, preventing immediate hemostasis to be achieved. No corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Event description:
It was reported that the mynxgrip 6f/7f vascular closure device failed and a hematoma of an unknown size was noted after the device deployment. The puncture site was not located above the most inferior border of the inferior epigastric artery (iea). Multiple sheath exchanges were not required during the procedure and multiple stick attempts were not made before intravascular access was achieved. The mynx device was being used in conjunction with an 8f procedural sheath following an interventional peripheral procedure for femoral arterial closure. Manual compression (duration unknown) and a femostop was placed for more than 30 minutes to achieve hemostasis. It is unknown if the patient's hospitalization was extended or not. Additional information was requested, but was unknown.